Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: 5076-45, lead; implant: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead displayed evidence of oversensing. No action has been taken at this time and the physician will continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.